Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device revealed the device shows signs wear, likely prolonged use in the patient. However, with the information available, it can not be confirmed that this deformation was related to the reported instability and pain. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, a lgn ps hf insert revision was performed approximately 10 years post implantation due to instability and pain. As of the date of this medical investigation, no supporting clinical documentation has been provided. Reportedly, instability and pain necessitated the revision; however, definitive contributing clinical factors could not be concluded based on the limited information provided. The patient impact beyond the reported instability, pain and revision cannot be determined. No further medical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, limited range of motion, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2012, the patient experienced instability and pain. This adverse event was treated by a revision surgery on (B)(6) 2022, in which a lgn ps high flex xlpe sz 5-6 11mm was exchanged. Patient's current health status is unknown.